Event description:
Manufacturer received an implant card indicating that the patient was reimplanted due to end of service. Further investigation revealed that it is the preference of the treating physician to do generator replacement surgery based on clinical symptoms and length of time implanted. Patient was reported to have increased seizures, pre-vns baseline was unknown. No diagnostics were done prior to generator replacement surgery. The explanted generator was discarded and will not be returned. The patient reportedly is "doing great" since generator replacement surgery.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.